Manufacturer narrative:
(B)(4). Baxter evaluated the device and found it out of specification in relation to the system error 105, which was observed during power up. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.